Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The aortic-bifurcation was calcified. The aortic neck was long and measured 23 mm in diameter below the lower left renal artery; then it measured 24 mm and 27 mm for a distance of 23 mm. The left cia was embolized with an occluder. It was reported that after the stent graft was implanted there was a persistent (blush) type IV endoleak noted at approximately the 60mm mark with resultant aaa sac pressurization. It was confirmed there was no type ia/ib, ii, or iii endoleak via multiple projections and angio evaluations. An endurant 1616124 extension stent graft was added and then relined with an endurant 161693 to rule out a type iii junction endoleak as there was some concern of potential graft perforation secondary to calcification in the aorto-bifurcation. There was no patient injury. The decision was made to not intervene. The patient will be monitored. No clinical sequelae were reported and the patient is fine. Review of returned films pre-implant show a calcified proximal aortic neck. The neck diameter at the renals is 21x23mm, 2cm below the renals measures 24x29mm, and 4.5cm below the renals narrows down to 18x19mm where it is very calcified. The 7cm max diameter aaa contains thrombus. The 13x18mm diameter distal aorta and the iliacs are also very calcified. Angio images at implant showed that the endurant aui was brought up the right side with the stent graft placed just below the renals. The aui was fully deployed; the distal end was in the distal aaa sac. An iliac extension was placed into the right common iliac with approximately 3.5cm overlap of the aui. An angio run showed contrast filling the sac, likely due a type IV endoleak. An extension was then placed relining the stent graft across the aortic bifurcation; the extension was placed from the top of the iliac extension proximally, to 2cm proximal to the distal end. Final angio again showed contrast filling the sac, emanating more strongly from the top of the sac approximately 5cm below the proximal stent graft margin near the top of the aaa sac just proximal to the overlapping stent grafts.

Manufacturer narrative:
(B)(4). Method: film. Results: endoleak. Calcified aortic neck and iliac arteries. Conclusion: endoleak. Calcified aortic neck and iliac arteries.